Event description:
It was reported that when the devices were used during a unknown procedure, the staples would not exit the pmw35 skin stapler. The staples were reported to jam in the stapler. Another pmw35 stapler was used and had the same problem. Opened another device to complete the case. There was no consequence to pt.